Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The device history record was reviewed and found no irregularities. Based on the evaluation result so far, it was surmised that the possible cause of the reported saline output error (error02) was as follows. The user did not use an electroconductive physiological saline. The user activated the subject device while the electrode was in the air or not immersed in saline. The a code was not connected completely. The saline working elements or the resectoscope was malfunctioned. The ues-40s instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. Saline output error (error02) occurred. The intended procedure was completed with another device. There was no patient injury reported.